Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported, during use, the user, after replacing the helium cylinder, detected a leak from the regulator. The user reported that he replaced the iabp with another one and that the treatment continued without causing harm to the patient. Preparation of a budget to replace the aforementioned regulator. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. Replacement of the helium cylinder pressure regulator as budgeted was done.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) has helium leak. No injury or harm reported to patient.